Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The guide wire was not removed prior to deployment of the plunger. The electronic perclose proglide instructions for use (IFU) states: backload the device over the guide wire until the guide wire exit port of the device sheath is just above the skin line. Remove the guide wire before the exit port crosses the skin line. It does not appear that the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted using a proglide device with a 6f sheath using the preclose technique prior an interventional neurological procedure. Reportedly, the sheath was pulled out and the guide wire left in. The proglide was inserted and after pushing in the plunger, it popped back. The plunger was pulled out and no suture was attached to the needles. The preclose technique was aborted. The sheath was upsized 8f and the neurological procedure was completed. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.